Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. This report for a system error 2240 (air in set) was not confirmed due to a lack of sample. Based on the information gathered during baxter's investigation, the root cause of the report was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during use during dwell 4 of 4. The patient was connected. The baxter technical service representative (tsr) asked the patient the troubleshooting questions and had the patient cycle the power. The hc alarmed se 2367. The tsr had the patient disconnect and cycle the power. The hc went to the press go to start prompt. The tsr assisted the patient with getting the set out. The patient stated the final bag looked like it was filled with air. The tsr reviewed the proper procedures per the user manual with the patient and the patient stated they would finish therapy using manual supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the patient on (B)(6) 2011, regarding the reported se 2240. The patient stated that the only unusual thing they noticed with the supplies was that the last bag blew up like a balloon which had never happened before. The patient stated they did not speak with their nurse about the alarm but had an appointment and would mention it then. The patient stated since then therapy had been going fine. There was no patient injury or medical intervention reported.